Manufacturer narrative:
The device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event is most likely patient related as capsular contraction occurs after cataract surgery with all intraocular lenses due to fibrosis. Lens vaulting can occur as a result of this fibrosis.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient noticed a decrease in vision due to z syndrome. Upon examination, the physician noted posterior vaulting of temporal haptic in the left eye. The nasal haptic was also displaced anteriorly and there was a large myopic shift noted. The lens was explanted and replaced with a different model lens with the same diopter. In the physician's opinion the most likely case of this event is asymmetric capsular bag contraction and fibrosis. Following the lens exchange, it was stated that the patient is due for yag capsulotomy to treat the remaining posterior capsular opacification.